Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that during a procedure, a lens with serial number (B)(6) and model drt225 17.0 was implanted in the patient's right eye (od). The patient was reported to be stable following the procedure. A mark was identified on the implanted lens, necessitating its removal. The incision was enlarged during the procedure, but sutures were not utilized. A backup lens with serial number (B)(6) and the same model, drt225 17.0, was successfully implanted, and the original lens was discarded. No harm or adverse events were reported for the patient.